Manufacturer narrative:
Na.

Event description:
The caller stated that on the inform ii (serial number (B)(4)) a result of 43 mg/dl was obtained at 8:31 am while a result of 54 mg/dl was obtained at 8:32 am on a neonate. The baby was fed by the nurse. The baby was feeling fine and was discharged to go home. Prior to these results they also obtained results of 46 mg/dl at 6:06 am and 52 mg/dl at 6:07 am. There was no adverse event. The suspect product was to requested to be returned and replacement product was sent. The caller stated she is not sure if she can find the exact vial of strips that was used but she will try.

Manufacturer narrative:
The customer returned one vial of accu-chek inform ii strips (lot 474129 with an expiration date of 12/2016).. There were 15 strips that were returned in the vial. The accuchek inform ii meter (serial number (B)(4)) was also returned. The investigation included testing the relevant retention strips (lot 474129). The retention material meets specifications. The customer allegation of questionable results as tested with returned products and retention material was not substantiated.